Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version (B)(4). No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system failed self test during checkup due to main cart ups connection lost after new sw installation. The issue remained unresolved. Pending software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that sw update os (B)(4) and stealth application (B)(4). After installation pop up window shows ups error message: "battery service error". Troubleshooting showed ups reset only works temporarily, issue occurred after some time again. Looks like ups does not communicate the right way by powering on. The probable cause was determine to be sw upgrade issue. No patient present at the time of event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2020-jan-29 new information received: the battery indicator status pop-ups are new to the 1.2 software, but the battery service error is normally due to communication being lost between the ups firmware and the software. Due to this, the error shows in the software because of the unknown state of the hardware. The recommendation currently is to test the functionality of the ups/battery (resetting the ups and making sure the battery is holding charge). If the hardware is functioning, the error message is a false positive. A fix for this is planned in an upcoming software release. Ups is working properly. Issue not always present. Therefore I am waiting for a upcoming software release, looks like this issue is already known.

Manufacturer narrative:
D11 correction: the concomitant product was identified to be the ups hardware rather than the software. Section d information references the main component of the system and other applicable components are: product ID: 9735787, lot #: unknown, ubd: unknown, UDI# unknown h3 correction: software analysis no longer being performed due to the change above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.